Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer head, cat# 00801803602, lot# 63135590. Zimmer liner, cat# 00630505036, lot# 61049361. Zimmer stem, cat# 00771300700, lot# 60825861. Zimmer neck, cat# 00784803300, lot# 62124936. Reported event was confirmed with medical records provided. Review of the available records identified the following: post revision, the patient was stuck with a 'stick' in his left thigh and underwent a irrigation and debridement procedure. There was superficial penetration - a 'stick' was embedded in the anterior thigh. The patient developed swelling and erythema. Seroma like fluid was present in the joint space and osteolysis was observed around the acetabular component. Soft tissue necrosis was present. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00149, 000264892-2020-00021.

Event description:
It was reported patient underwent hip revision approximately 6 months after prior revision due to osteolysis and necrosis. During revision, fluid, osteolysis, necrosis, and metallosis were noted. Liner and head were removed and replaced. No further event information available at the time of this report.